Manufacturer narrative:
Process of gaanalyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
The citadel plus bed inspection conducted by the arjo representative revealed the side rail malfunction. The side rail panel was detached from the side rail mechanism (screws holding the panel to the mechanism were ripped off). No patient was involved at that time. No injury occurred.

Manufacturer narrative:
The citadel plus bed inspection conducted by the arjo representative revealed the side rail malfunction. The side rail panel was partially detached from the side rail mechanism (screws holding the panel to the mechanism were ripped off). No patient was involved at that time. No injury occurred. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged. The screws holding the plastic panel to the side rail mechanism were ripped off. The instruction for use for citadel plus bed frame (document number: 831.374_en) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. There is also included warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was partially detached. The bed was not in use when the malfunction was detected. The complaint decided to be reportable due to the side rail partial detachment. No injury was claimed.